Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer dispatched from emergency medical service due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 1100 mg/dl at the time hospitalization. Customer's current blood glucose was 496mg/dl and 163mg/dl. Customer had symptoms like vomiting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.